Event description:
Elegance clinical study: it was reported that an embolism was noted during the treatment of the first target lesion. The subject underwent treatment with the ranger drug coated balloon (dcb) on (B)(6) 2021 as a part of the elegance clinical trial. The first target lesion was located in the right distal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 160 mm and 100 % stenosis. Prior to treatment of the lesion, laser atherectomy was performed with a non-boston scientific (bsc) device and pre-dilatated with 4.0 mm x 220 mm sterling balloon. A 6.0 mm x 200 mm ranger dcb was selected for the treatment of the first target lesion. A 6.0 mm x 120 mm mustang balloon was selected for post dilatation. During the treatment of first target lesion, an embolism was noted. The final residual stenosis was 10%. The second target lesion was located in the right proximal popliteal artery with proximal reference vessel diameter of 6.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 80mm and 100% stenosis. Prior to treatment of the lesion, laser atherectomy was performed with a non-bsc device. A 5.00 mm x 60 mm and a 6 mm x 200 mm ranger dcbs were selected for treatment of the second target lesion. The final residual stenosis was noted to be 10%. It was further reported that the embolism location was unknown. The embolism was treated using a non-bsc aspiration thrombectomy device. There were no further patient complications reported.

Manufacturer narrative:
A1. Patient identifier: (B)(6).

Event description:
It was reported that an embolism was noted during the treatment of the first target lesion. The subject underwent treatment with the ranger drug coated balloon (dcb) on (B)(6), 2021 as a part of the elegance clinical trial. The first target lesion was located in the right distal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 160 mm and 100 % stenosis. Prior to treatment of the lesion, laser atherectomy was performed with turbo-elite and pre-dilatated with 4.0 mm x 220 mm sterling balloon. A 6.0 mm x 200 mm ranger dcb was selected for the treatment of the first target lesion. A 6.0 mm x 120 mm mustang balloon was selected for post dilatation. The final residual stenosis was noted to be 10%. The second target lesion was located in the right proximal popliteal artery with proximal reference vessel diameter of 6.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 80mm and 100% stenosis. Prior to treatment of the lesion, laser atherectomy was performed with turbo-elite. A 5.00 mm x 60 mm and a 6 mm x 200 mm ranger dcbs were selected for treatment of the second target lesion. The final residual stenosis was noted to be 10%. It was further reported that the embolism location was unknown. The embolism was treated using a non-bsc aspiration thrombectomy device. There were no further patient complications reported. It was further reported that the embolism was noted in the right anterior tibial artery, after laser atherectomy, prior to the use of a boston scientific device. As a result, the complaint has been withdrawn.

Manufacturer narrative:
A1. Patient identifier: (B)(6). B1. Adverse event/product problem updated. B2. Outcomes attrib to adv event updated. B5. Event description was updated. F10. Codes updated.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Elegance clinical study. It was reported that an embolism was noted during the treatment of the first target lesion. The subject underwent treatment with the ranger drug coated balloon (dcb) on elegance 2021 as a part of the elegance clinical trial. The first target lesion was located in the right distal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 160 mm and 100 % stenosis. Prior to treatment of the lesion, laser atherectomy was performed with turbo-elite and pre-dilatated with 4.0 mm x 220 mm sterling balloon. A 6.0 mm x 200 mm ranger dcb was selected for the treatment of the first target lesion. A 6.0 mm x 120 mm mustang balloon was selected for post dilatation. During the treatment of first target lesion, an embolism was noted. The final residual stenosis was 10%. The second target lesion was located in the right proximal popliteal artery with proximal reference vessel diameter of 6.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 80mm and 100% stenosis. Prior to treatment of the lesion, laser atherectomy was performed with turbo-elite. A 5.00 mm x 60 mm and a 6 mm x 200 mm ranger dcbs were selected for treatment of the second target lesion. The final residual stenosis was noted to be 10%. Actions taken post embolism were not reported; however, the embolism was noted as being resolved.